Event description:
Pt reported passing through security at airport. Hand held programmer was "x-rayed" and all lights on device illuminated. Subsequent use of programmer "shocked" pt. No injury reported from present event.